Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the balance salt solution leaked into the equipment during a procedure due to the cassette being reused. There was no patient harm. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. The reporter acknowledged balanced salt solution (bss) leaked into the equipment due to the cassette reuse. A sample was not returned for this investigation and therefore visual inspection or functional testing could not be conducted, however, a potential failure mode could be attributed to reuse. While a sample was not returned, the reporter stated the device was reused, as such, a potential root cause for this event could be attributed to reuse of this single-use device. As described, excessive use of any single-use product may contribute to functional breakdown. After a thorough investigation of this complaint, it has determined that no further actions will be pursued at this time. It was found a potential contributing factor for this event could be reuse of this single-use device. The manufacturer internal reference number is: (B)(4).